Event description:
Defective endotracheal tubes; "htv cuffed tracheal tube, with pre loaded intubating stylet, murphy eye, oral" ref # 5-22515. On 2 days several of rptr's emergency physicians reported failure of the et tube during intubation. After placement of the tube, removal of the stylet is very difficult, and the pull ring has broken off on several occasions, causing the stylet to remain stuck in the tube. This has then required total removal of the tube, and repeat intubation attempts, placing these pts at risk.